Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was turning off on its own, despite being plugged in. It was further reported that the battery and the power cord were unplugged and "everything" was reset and that the programmer now seemed to be working and not turning itself off. It was encouraged by the technical services call-taker that the battery be allowed to charge and that a new power cord be provided. The programmer has not been returned for service. No patient complications have been reported as a result of this event.